Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. All surgical systems are verified to meet specifications after installation and customer-initiated servicing in accordance procedure. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an explanted intraocular lens with a different power and different type of lens and reason distance vision was blurred with best corrected visual acuity loss of more than two lines and residual astigmatism with less than two diopter sphere equivalents in the left eye of a patient, after intraocular lens implantation surgery. The patient's condition has been resolved.